Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's grip cable to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found that the instrument's grip cable was derailed at the distal idler pulley. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation and the fleet angle between the proximal and distal pulleys may contribute to derailment. In addition, there were mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur. Customer reported complaint of cable frayed is confirmed/replicated . Instrument grip cables is broken - distal. * to customer broken is frayed cable. Grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. / additional observation not reported by site is that the instrument grip cables is derailed. Grip cable is derailed at the distal idler pulley. Cable derailment is likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. Additional observation not reported by site is that the instrument distal pulleys is mechanical indentations/burrs. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. / evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. / instrument has 3 uses left. No other damage found.

Event description:
It was reported that prior to starting a da vinci inguinal hernia repair procedure, a frayed cable was identified on the mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.